Manufacturer narrative:
Findings: unit alarmed during the prime test at 4.0 pounds due to faulty sensor resistor. Unable to perform basic occlusion, occlusion and the excessive no delivery test due to alarm. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Pump passed test and self test. Pump received with minor scratched display window, cracked reservoir tube lip, cracked case near reservoir tube window, cracked battery tube threads and cracked end cap near vibrator motor area.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.